Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device's hose had separated. The device was being used during surgery, but there was no pt or user injury. It is unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.